Event description:
A bovie (elecro surgical unit) cord has insulation that slips away from the connector at the machine end. This exposed wire shocked a pt care provider. The connector used was a physical screw on type, with no sholdering and insulation that is not bonded to the wire. Any stretching of this wire during normal use will result in this wire being exposed. This wire should be mfg so that no possibility of shock problems can occur.